Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported event of separation failure could not be confirmed. Visual analysis noted the helix length was out of specification; helix elongation is consistent with having occurred during the procedure. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to this reported event. Longevity assessment found above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
During a leadless pacemaker (lp) implant procedure, following positioning at the implant site, the lp did not separate from the delivery catheter as anticipated. Attempts to separate were unsuccessful resulting in stretching of the helix on the lp. The lp was removed another system was implanted to resolve the event. The patient was stable.